Event description:
Customer states problems with acceava hcg 92208 kit giving negative results.

Manufacturer narrative:
Retain sample evaluation: control lot: 100miu/ml hcg urine control lot: hcg081008-01. 25miu/ml hcg urine control lot: hcg080401-03. 272.1iu/ml hcg urine control lot: hcg080716-03. Page 141. Summary of results: the retention devices met qc specification. Correct positive results were observed when tested with 25miu/ml hcg urine control. The 100miu/ml and 272.1iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Probably root cause: it is stated in complaint information that urine test was negative, but serum quant was 62miu/ml. It is known that the hcg level in serum in normally higher than it is in urine and urine sample will be influenced by many factors. If the patient drinks too much water which will dilute the urine before the test, and a false negative result may occur when the levels of hcg are below the sensitivity level of the test. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. Conclusion: the retention strips meet qc specification. No false negative result was observed. So this complaint is not confirmed. Manufacturing documentation review results: there is no abnormal found in batch review and the product number, product description and lot number was verified.